Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified interventional procedure. Reportedly, after proglide footplate opening, the device was pulled to have feet against vessel. The device came out of the anatomy. A foot was noted to be broken off/missing and was not found. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6f sheath after a superficial femoral artery recanalization and stenting procedure. Reportedly, no femoral imaging was taken of the access site prior to proglide use. After proglide footplate opening, the device was pulled to have feet against vessel. The device came out of the anatomy. A foot was noted to be broken off/missing and was not found. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Three weeks post procedure the patient is reported to be fine, stable and ambulated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. Femoral imaging was not performed prior to proglide use. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.